Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
T was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 1 atmosphere for a few seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.